Event description:
It was reported that the vns patient have passed away on (B)(6) 2004. The cause of the patient's death is unknown to date. Attempts to contact the physician for additional information have been unsuccessful to date.

Event description:
Review of programming history shows that the patient¿s last known settings are from (B)(6) 2003.

Manufacturer narrative:
Analysis of programming history. Corrected data: previously submitted MDR omitted last known patient settings. This report is being submitted to correct this information.

Event description:
A death certificate cannot be obtained as the manufacturer does not meet the requirements to obtain one from the county. Attempts have been made for additional information; however, they have been unsuccessful. No additional information has been provided. The patient's device has not been returned.